Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced the sample vacuum pump and verified the system performance was within published specifications. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a leak from the sample wash tower in their unicel dxi 800 access immunoassay system. The leak was contained within the instrument. There were no reports of injuries to users / lab visitors or exposure to hazardous liquids. No effect to patient or operator was reported in connection with this event.